Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
It was reported to physio-control that the customer's device would intermittently not respond to its on/off button being pushed. The crew observed this when they tried to turn the device on for a test. They needed to push the on/off button multiple times before the device would actually power on. Sometimes they had to remove the batteries to power the device off. There was no patient use associated with the reported event.